Manufacturer narrative:
(B)(4).

Event description:
It was reported that an ICD with MRI settings displayed on a merlin on deman printout, which would not be there since this is not a MRI compatible device. No intervention was performed and the device message was to be ignored.